Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that medical personnel using a single-use implantable drug delivery device indwelling needle for the patient to administer medication, placed the indwelling needle about 3 minutes after the discovery of some detachment of the head of the cannula, affecting the normal use of the patient, immediately replace the new indwelling needle. The dislodged cannula caused the patient's medication administration to be interrupted, affecting treatment. Medical staff immediately replaced the new replacement of the new cannula for use, close observation for a period of time after no other adverse effects, the treatment was carried out smoothly, the follow-up did not cause any other adverse injury or impact.